Manufacturer narrative:
Carefusion file identification: (B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The field service technician was able to verify the select button did not work. Field service replaced membrane overlay to correct select button issue.

Event description:
The customer reported the model lvt (lap top ventilator) 900 ventilator select button was not working. Customer reported, no patient incident with vent.